Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were unconfirmed while the reported event of retraction anomaly was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection found over-torque of the inner coil consistent with procedural damage.the cause of the reported event of helix mechanism issue was isolated to over-torqued inner coil. No other anomalies were identified.

Event description:
Related manufacture reference number: 2017865-2023-24235. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited failure to capture. During procedure, it was noted that the atrial lead and right ventricular were dislodged. During repositioning, it was noted that the atrial lead failed to retract helix and the right ventricular lead failed to extend helix. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.